Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05809. (B)(4) clinical study. It was reported that chest pain and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. On the following day, index procedure was performed. The target lesion was located in first obtuse marginal (om) artery with 90% in-stent restenosis and was 6.0mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct stent placement using a 3.00mmx8.00mmpromus element plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with atherosclerotic cardiovascular disease and a 2.25x16mm promus premier stent implanted in the first om. In (B)(6) 2015, the patient presented with complaints of chest pain, dyspnea and was hospitalized on the same day. Patient's coronary angiography revealed stent thrombosis of the previously placed 3.00mmx8.00mmpromus element plus stent and in-stent restenosis (isr) of the previously placed 2.25mmx16 mm promus premier stent in first om. However, no treatment was performed to the first om. In addition, the 70% stenosis located in mid right coronary artery (rca) was treated with direct stent placement of a 3.5x16.00mm promus drug-eluting stent, with 0% residual stenosis and the 70% stenosis located in the right posterolateral (rpl) branch was treated with balloon angioplasty using a 2.5 x 15mm emerge balloon, resulting in 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.